Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that pump was insulin delivery was operating within required specs and delivery accuracy.

Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels.